Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection revealed a pinhole in the balloon material, on the distal edge of the markerband. Inspection of the remainder of the device revealed a kink in the hypotube, 13.5 cm from the strain relief. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5 mm x 20 mm x143 cm coyote es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.